Manufacturer narrative:
(B)(4). The death occurred sometime in (B)(6) 2013. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A customer contacted baxter's technical service center to have the home choice (hc) picked up, because the (hp) passed away. The home patient was not connected to the homechoice machine at the time of death. The cause of death was unknown. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the event. A review of the device service history and device history was performed. There were no issues identified that could have caused or contributed to this event. The cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.